Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during basic occlusion test due to protruded and loose drive support disk. The insulin pump was unable to perform prime test due to loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 217 mg/dl at the time of incident. The customer's blood glucose was 320 mg/dl at the time of call. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the drive support cap was loose. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.